Event description:
It was reported that during the catheterization after the insertion, when inflating the balloon, a pop noise was heard. Checked the syringe and it was at 8mls stopped and tried to deflate it, but nothing was coming back; retracted the catheter slowly and inspected it and noticed that the balloon was split open. The rest of the catheter seemed intact.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. There was no complaint or representative device returned for investigation. Therefore, no physical assessment could be conducted. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, the complaint cannot be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the catheterization after the insertion, when inflating the balloon, a pop noise was heard. Checked the syringe and it was at 8mls stopped and tried to deflate it, but nothing was coming back; retracted the catheter slowly and inspected it and noticed that the balloon was split open. The rest of the catheter seemed intact.